Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual device was not returned to the manufacturer for evaluation and the lot number is unknown. Since product lot number is unknown, our investigation is limited. Visual, sensory testing and functional testing is conducted to assure all assemble catheters meet manufacturer specifications. Prior shipments, qc conducts outgoing inspections and testing to assure all lots pass. Since the lot number was not provided by the user facility, a review of production or complaint records was not possible. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
While reporting specific I v catheter breakage case in canine, "while being pulled out of dog at end of procedure, it broke", and the user facility also reported: they have had two previous unreported occurrences of the same issue with 20g and two 24g, during the same scenario at end of procedure; in each case, the pet was not harmed and the catheter piece, which was broken approximately 1/2 way down from hub and was retrieved with no harm to the animal patient and no leakage was noted during placement; and there was no anticipated blood loss greater than 250cc. The user facility reported a similar complaint related to another device from the same product code; see MDR 3003902955-2016-00039.